Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered cardiac arrest and ventricular fibrillation that was not recorded by the implantable pulse generator (ipg). The patient received an external shock. The ipg remains in use. No further patient complications have been reported as a result of this event.